Event description:
Report received from the USA stating that the product "runs rough". The device was used in an ear surgery. There were no user or patient injuries reported. The reporter stated that they did not have any further information on the patient. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).